Manufacturer narrative:
(B)(4). Report source-foreign; literature. The event occurred in (B)(6). Mäkinen, t. J., abolghasemian, m., watts, e., fichman, s. G., kuzyk, p., safir, o. A., & gross, a. E. (2017). Management of massive acetabular bone defects in revision arthroplasty of the hip using a reconstruction cage and porous metal augment. Bone joint j, 99(5), 607-613. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report(s): 0001822565-2017-07423.

Event description:
It was reported in the study the patient had an early post-operative dislocation and underwent a revision with cement-in-cement revision of the stem without revising the acetabular construct. No further information has been made available at this time.